Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was reported. No further information was reported.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) stopped working. The patient stated that over the past few days, they have had to charge the ins more than normal. It was noted that the ins had been dead since (B)(6) 2017. The patient confirmed that they were not using the antenna locate (al) feature. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and post lumbar laminectomy syndrome.